Event description:
This syncardia companion li-polymer battery pack was not in use by a patient. The customer reported that the tip of the companion li-polymer battery pack housing was broken off. The customer also reported that the damage to the housing did not prevent the companion external battery from performing as intended. This alleged failure mode poses a low risk to a patient because the companion li-polymer battery pack was not in use by a patient when the issue was observed. Syncardia has requested that the companion li-polymer battery pack be returned for eval. The results of the investigation will be provided in a supplemental.